Event description:
Reporter alleged blood glucose measured 101 mg/dl back to back with a result of 274 mg/dl when testing was performed 2 minutes apart. Customer stated going to the doctor as a result of the comparison and their meter read 126 mg/dl, however, no treatment was reportedly received. No other actions were reported to have been taken as a result. A request was made for the return of the suspect device and replacement product was sent.